Manufacturer narrative:
One fast-fix 360 reversed curved needle delivery system was returned for evaluation. No suture or t¿s were returned prohibiting confirmation of missing t¿s. Visual assessment of the device showed the needle is slightly bowed. Actuator is in its post t2 position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During a meniscal repair, the surgeon pushed the deployment knob twice to set the implants (t1 and t2). First, the surgeon inserted the needle into the meniscus and depressed the deployment knob to deploy t1. He then pulled out the needle and inserted the other side of the rapture and depressed the knob to deploy t2. He then pulled the needle out from the meniscus and pulled the suture in order to tie the knot, but the suture was pulled out without resistance from the meniscus. As the surgeon did not confirm t1 and t2 visually or endoscopically, he doubts that there were no t¿s on the needle. He also considers that t1 and t2 were not tied with the suture.